Manufacturer narrative:
The device was received in generally good condition, with some blood visible on the pericardium. Investigation is ongoing.

Event description:
A perceval pvs21 valve was implanted and explanted intra-operatively. It was reported that upon implant the surgeon felt the tissue on one side of the valve did not look correct. It was reported that the valve also appeared flat on one side, which resulted in paravalvular leak when coming off pump, and that the valve had been ballooned according to the IFU. The valve was explanted, the original guide sutures were retained, and a new perceval valve was implanted. No additional debridement was performed after explanting the original valve. The procedure was delayed by approximately 25-30 minutes as a result of the incident. It was reported that the patient was not affected by the event.

Manufacturer narrative:
Correction: conclusion codes were not completed in the last report. Based on the investigations performed, the event cannot be attributed to any factors intrinsic to the involved device. As a new perceval valve of the same size was implanted without issue, factors such as patient anatomy and mis-sizing can be excluded as possible contributing causes. The most reasonable root cause is therefore malpositioning, although this cannot be confirmed.

Manufacturer narrative:
The returned valve prosthesis was received in generally good condition, with some traces of blood on the pericardium. Investigation is ongoing.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Visual inspection of the returned device was performed and confirmed the visual irregularity of the tissue ring, as reported. Dimensional analysis confirmed the correct dimensions of the device. A deployment simulation was performed in an attempt to replicate the reported event. No problems were encountered during collapsing, deployment, or ballooning of the valve in a silicon aortic root. Sealing at the annulus was confirmed, and no anomalies were observed. A leak test was performed and no paravalvular leak was identified. Hydrodynamic testing was performed with the valve properly deployed, and confirmed that the device met iso 5840 requirements. No anomalies were observed during the open/close cycle. Additional hydrodynamic testing was performed with the valve in a "worst case" deployment position, to address the possibility that the visual irregularity of the ring may have contributed to irregular positioning of the device at deployment. To create the worst-case deployment condition, the ring was deployed below the patient's annulus. Again, the valve was found to meet iso 5840 requirements, with no dysfunction observed. Based on the performed analyses, the irregularity of the tissue ring is a cosmetic feature only and no device dysfunction was identified. The reported paravalvular leak cannot be explained by any factor intrinsic to the involved device, as no leakage was observed in either the static leak test or the hydrodynamic tests.